Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced severe glare/halos, headache and visual disturbances. The lens was exchanged for another lens model 21 days following the initial procedure. Clinical reason for explant was mentioned as lens intolerance. Additional information has been requested but is not available at the time of this report.